Event description:
It was reported that the patient presented in clinic for follow up with a complaint of a hematoma in the device pocket. The physician elected to evacuate the hematoma. All implantable cardioverter-defibrillator values were checked pre and post procedure and had no change in measurements. The patient condition was stable.